Event description:
On (B)(6) 2010, it was reported that the device was helping 40-50 percent with bladder issues, but since the implant, the patient experienced severe constipation while stimulation was turned on. "Cleaning out" agents did not work, but the symptoms resolved when the patient turned stimulation off. When stimulation was turned back on, the patient was constipated again. It was also reported that in addition to feeling stimulation in the "bicycle seat" area, the patient felt vibration from the implantable neurostimulator (ins) on the right side down the buttock, and at times her right leg felt like it was going to cramp up. After implant stimulation was at 1.5 volts. The patient had gone as high as 1.9 volts, and was currently at 1.7 volts. It was reported that the patient experienced stimulation as high as the implant, and therefore stimulation may have been in the wrong location. The patient did not feel like she had any muscles to push for a bowel movement when stimulation was on. The patient had an appointment scheduled for (B)(6) 2010, and decided to turn stimulation off. On (B)(6) 2010, it was reported that the patient had an hcp appointment that day, and the doctor did not the think the interstim was causing the constipation, though other potential causes (such as bowel obstruction) had been ruled out. On (B)(6) 2010, it was reported that the patient was on percocet after the interstim implant, which could trigger constipation. Additional information received on (B)(6) 2010 reported that the patient was successfully reprogrammed, and had not required additional reprogramming for the same problem. A definitive patient outcome was unavailable. Additional information received from the hcp reported that the cause of the event was the ins. It was reported that the patient had the device for severe urgency and urge incontinence. The symptom associated with the event was dull pain down the left leg, and the patient needed reprogramming on (B)(6) 2011 which led to a relief of bladder symptoms and pain in the leg. Additional information received on (B)(6) 2011 reported that the patient had diarrhea and threw up approximately one week after the implant. Once the patient started taking the pain killer each night, she experienced a 23 day constipation period, and had to be reprogrammed to allow bowel movement. It was reported that the patient had bladder surgery in 2002 with a sling and mesh put in. Over the next 9 years, she experienced pain and bladder infections, progressing to a "full blown chronic bladder infection." The patient eventually had two surgeries to remove the infected mesh and undergo bladder repair. After taking pain medication for two weeks, the patient had to go to the emergency room and have her bowels cleared. After the surgery, she turned the interstim on again. The patient was reprogrammed for incontinence with a constant pulse at 1.1 volts, and subsequently could not sleep because of pain running down both legs and a burning sensation down the left side of the vaginal area. The patient experienced shooting pains like small pin stings anywhere on her body. The patient also experienced 3 or 4 bladder spasms a day which would release her bladder. The patient had constant pressure. The area where the ins rested also felt sore and ached from time to time. The patient was considering having the device removed.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v532909, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss of effect as the device helped the first week or 2 after implant, and then did not help at all. Since implant, the patient had a lot of low back pain which went away when stimulation was off. Settings were changed by themanufacture representative in (B)(6) 2010 and (B)(6) 2011. The programming from (B)(6) 2011 "did zilch" and hurt down the left side into the labia and down her leg. The sensation was felt from time to time every 8 seconds. The device had been turned off since 2011 due to previously reported issues. The patient had so much vaginal infection prior to and during the time she had her device. An explant was scheduled on (B)(6) 2015 as the patient was at risk due to having a pacemaker, blood thinners, and future hip replacement surgery; the therapy was also not working for the patient. The indication for use was interstim - other.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient never had clinical benefit from the device. There was no patient injury and the patient recovered without sequela. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies; the final functional test failed as the battery was not in new condition. Another insignificant finding included foreign material in the port.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. An insignificant finding included foreign material in the port.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.